Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) attended in-clinic follow-up due to episodes of inhibition of pacing and abnormal impedance of the right ventricular (rv) lead, reaching measurements of 2242 ohms, which is high out of range. It was mentioned that there are excessive noises on the rv lead that lead to inhibition of pacing and episodes of asystole. In addition, the capture threshold is observed to be high, leading to failure to capture. The crt-d remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) attended in-clinic follow-up due to episodes of inhibition of pacing and abnormal impedance of the right ventricular (rv) lead, reaching measurements of 2242 ohms, which is high out of range. It was mentioned that there are excessive noises on the rv lead that lead to inhibition of pacing and episodes of asystole. In addition, the capture threshold is observed to be high, leading to failure to capture. The crt-d remains in service. No additional adverse patient effects were reported.